Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the stylet inserted in the lead was bent. The helix was retracted and blood/body fluid noted in the helix housing and in the neck region. Stretched conductor coils noted in the neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the lead cathode coil is fractured at the tip. The conductor coil is stretched in this area. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead could not be implanted due to helix extension issues. The ra lead was removed and replaced. No adverse patient effects were reported.